Event description:
It was reported that the patient experienced hemoptysis and arterial hemorrhage. During a non-boston scientific cardiomems procedure, a v-18 300cm control wire was advanced for used, and when the swan-ganz catheter was introduced into the patient, the physician believes the guidewire was advanced too far. Then, the patient experienced hemoptysis. The patient's head was elevated, and the hemoptysis resolved without further intervention. A computer tomography CT-angiogram was captured, and revealed an arterial hemorrhage. The patient was kept overnight for observation, and was discharged the following day.